Event description:
It was reported that g6 receiver was in debug mode for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and failed due to lcd damage. A receiver charge test was performed passed. A receiver boot test was performed and failed. A functional test was performed and failed due to failed display pattern test and lcd test. The failures were not related to the allegation. The device logs were downloaded but not reviewed as there was no data within the investigation window. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.